Event description:
Ous MDR - after an implantation time of about 30 months, oversensing with inappropriate shock deliveries was reported. The lead was explanted and returned to biotronik for analysis. Aside from the shock deliveries, no further deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The visual analysis showed signs of wear and tear. The insulation was damaged in the distal area due to fraying. This damage can with high probability be regarded as the cause for the clinical complaint. This area also showed a conductor fracture. The observed damage manifestation requires stress of the lead over a longer period of time. The position and characteristics of the friction lead to the assumption of significant mechanical stress of the lead in the implanted state in the area of the heart valve. The conductor fracture in this area is probably the result of a combination of wear and tear and high tensile forces during the explantation. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.